Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 5mm peek multifunction handle confirms insulation damage throughout the shaft. Also it was noticed that the ratcheting mechanism was jammed in the unlocked position not allowing the handle to lock while griping. The 5mm peek multifunction handle failed the insulation intergrity test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.